Manufacturer narrative:
Pump received with completely broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked and could no longer hold the reservoir in place. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.